Event description:
As reported by the user facility ((B)(4)): infusion blocked. The pump with physiological and fluorouraci, after 2/3 days blocked the infusion. The content crystallizes. Probably it's due to the new prod used by accord.

Manufacturer narrative:
(B)(4). The device is currently shipping from the customer to (B)(4) for investigation. A f/u report will be provided when the inspection results become available. (B)(4)